Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock/click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone the ring on the reservoir was missing and the o rings was coming out. Blood glucose was 89mg/dl. Troubleshooting was performed. Customer stated that the reservoir was able to lock in place when inserted into pump. The product will be returned for analysis.